Event description:
Additional information: the patient outcome was reported as 'doing well'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8840 lot#, serial#, implanted: explanted: product type programmer, physician product ID, 8598a lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter product ID, 8596sc lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an overdose when the wrong catheter pump segment and spinal segment volumes were programmed during an initial priming of the pump system. Per pump logs the catheter pump segment was programmed as 0.0066 ml/cm and the spinal segment was programmed as 0.0038 ml/cm. Both of the values should have been programmed as 0.0022 ml/cm. The patient was hospitalized, spent two days in the intensive care unit (ICU) and had to be intubated. The medications in the pump were baclofen 2000mcg/ml and morphine 2000mcg/ml. The patient status at the time of the report was no injury/no adverse event.